Event description:
The device was used during a thorasic procedure. Reportedly, the instrument was difficult to open and did not fire. The surgeon applied another device and resected the tissue at the application site to complete the procedure.the hospital has reported no patient injury occurred.